Event description:
Medtronic rec'd info that this bioconsole exhibited an error message 54. The hosp repair team inquired how to fix it. There was no pt consequence and the unit would be serviced.

Manufacturer narrative:
(B)(4). Analysis: the error code indicated that the wiper of the rpm (revolutions per minute) pot was opened. The rpm control knob setting required calibration. After calibration, this resolved the issue. Conclusion: the clinical observation was confirmed. The error code 54 indicates that the rpm knob was not calibrated properly and the wiper could open. This calibration issue directly cause the error code exhibited. Recalibration resolved the issue. This error code was discovered during scheduled maintenance. There was no pt involvement. Device history review is pending.